Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: tf 231013 qo2 sensor defect.

Event description:
The following was reported to hamilton medical ag: summary: tf 231013 qo2 sensor defect.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being serviced. The root cause was determined to be a defect component of the o2 mixer assembly which was replaced. There was no patient or user harm.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being serviced. The root cause was determined to be a defect component of the o2 mixer assembly which was replaced. There was no patient or user harm. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g1, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: tf 231013 qo2 sensor defect.